Event description:
It was reported that during a v4 stenosis case, after building access the operator used subject stent to deliver. However, when the stent was not able to be deployed, the operator tried to rotate the delivery pole, and during this attempt the subject stent stabilizer (delivery pole) was found to be broken/fractured during use. The procedure was completed successfully with another device. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the subject stent proximal section & hub of the stabilizer had been fractured and not returned. The stent was returned in its deployed state (post procedure) and there was some minor deformation noted. The delivery catheter was stretched at 11cm from the proximal end. The delivery catheter was noted to have kinks and flattened sections along its length. Functional test was performed as the delivery system was flushed and a significant amount of blood exited. An attempt was made to move and remove the stabilizer within the delivery catheter however extreme friction was noted and the stabilizer was unable to be removed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent stabilizer fractured during use was confirmed. The reported difficulty to deploy the stent was unable to be replicated, however the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that for stent 4.0*20: after the stent was taken out from patient's body, the operator tried to deploy it and the stent was then deployed out, for stent 4.5*20: when the stent was not able to be deployed, the operator tried to rotate the delivery pole, and the delivery pole was then fractured. After the stent was taken out from patient's body, the operator tried to deploy it, and the stent was then deployed out. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. The device was returned and analyzed, the stabilizer was confirmed to have been fractured to the proximal end, the deployed stent was noted to have been deformed, there was stretching, kinking and flattening noted to the delivery catheter. The stabilizer was unable to be removed from the delivery catheter. It is probable that the device experienced difficulties due to anatomical and/or procedural factors during the attempt to advance the delivery system, causing the damage reported and noted to the returned device. An assignable cause of procedural factors will be assigned to the reported stent stabilizer broken/fractured during use and stent failed/unable to deploy and to the analyzed stent stabilizer broken/fractured during use, stent deformed, stent delivery catheter stretched, stent delivery catheter kinked/bent and stent delivery catheter flat/crushed, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a v4 stenosis case, after building access the operator used subject stent to deliver. However, when the stent was not able to be deployed, the operator tried to rotate the delivery pole, and during this attempt the subject stent stabilizer (delivery pole) was found to be broken/fractured during use. The procedure was completed successfully with another device. No further information is available.